Event description:
Caller reported a malfunction on the pump, identified by malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was advised by technical support to revert to a multiple daily injections (mdi) therapy as a backup, and a replacement pump was sent with instructions for its setup and return of the malfunctioning pump. The customer was informed of the returns procedure and agreed to follow the necessary steps.